Event description:
The following was reported to hamilton medical ag: no mains led indication, power supply out of order, problem solves when power supply replaced. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).